Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-15573. Related manufacturer's reference number: 2017865-2021-15574. Related manufacturer's reference number: 2017865-2021-15575. It was reported that the patient presented in clinic for follow-up. Upon examination, it was observed the patient¿s device pocket was infected. The entire system including the pacemaker and the right ventricular and right atrial lead was explanted with no issue. The patient was stable.